Manufacturer narrative:
Product ID: 3387s-40, lot# v855467, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that there was an ongoing infection and the right implantable neurostimulator (ins) was explanted (entire system) until the infection cleared up. There was no reported issue with the therapy. It was stated that the patient was treated with antibiotics for a cranial wound back in (B)(6) 2012 and that seemed to heal. Then in november 2012, the extension connector down showed signs of infection. The patient was seen this past thursday and the connector was visible, ¿it was open.¿ there was also a scab on the scalp incision. It was later reported that cultures were positive for staphylococcus aureus. The cause of the cranial wound was unknown. The patient was reportedly doing fine now. It was added that the physician was to wait at least 6 months to re-implant the patient.

Event description:
Additional information received reported that the patient had a skin graft from her thigh on (B)(6)-2015. Her head incision was not healing on the right side. However, there was no sign of infection.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, serial# (B)(4), product type: lead. Product ID 3387s-40. (B)(4).

Event description:
Additional information received reported they went ahead with stage one for the patient the day prior to report. They re-implanted with the lead on the right side and decided to do a culture. It still showed there were abnormal white blood cells. The patient was currently implanted and they had proceeded with stage one as the doctor had gotten the results after it was completed. It was further reported 6 days later that the patient was supposed to have the stage 2 procedure on the day of report but it was cancelled due to neurological deficits. The patient was very confused after the stage 1 procedure. The CT scan was normal right after surgery. The patient was discharged from the hospital the following day. The patient had returned to the operating room because the wound was not healing properly. Plastics were called in and they did a graft. They presented to the emergency room a couple of days later with confusion. Another CT was performed and showed there was air. The patient was currently doing fine and would be discharged on the day of report from the hospital and she is no longer confused. There was currently no date re-scheduled for the stage 2 procedure.